Manufacturer narrative:
Correction: follow-up report submitted to document the device log files were not available for evaluation.

Event description:
Per the customer, the device would be accurate at some points during the procedure, then both would suddenly be inaccurate at times. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer, the device would be accurate at some points during the procedure, then both would suddenly be inaccurate at times. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.